Event description:
As reported, in 2008, this pt presented with a ruptured thoracoabdominal aortic aneurysm. A bypass was performed using a hemashield bifurcated and 8mm gore-tex vascular graft. Two gore tag thoracic endoprosthesis were then implanted, intentionally covering the renal, superior mesenteric, and celiac arteries. The next day, and the following day after, open abdominal surgery was performed. The pt expired in 2008, from bowel ischemia. Further investigation is pending.